Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage due to displaced internal stopper with the incident lot was observed. A review of the manufacturing records was completed for the incident lot #5089008 and no issues were identified. Conclusion: the stopper displacement was due to a timing error.

Event description:
It was reported that the inner rubber stopper of bd vacutainer® sst¿ ii advance secure bd hemogard¿ silica coating 13x75 mm 3.5 ml appeared to be displaced causing blood to leak out during blood draw. No blood exposure to mucous membrane. No injury or medical intervention.